Event description:
During a liver resection, the device would not fire with the reload. The device could not be removed from the tissue and the surgeon had to clamp and dissect tissue to remove the section of liver. The tissue was then cut free from the device. There was no adverse consequence to the patient.